Event description:
A home care pt alleges that the tracheostomy tube shaft detached from the flange and 15mm connector after an unspecified duration of use. The tube was removed without pt compromise.